Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak and reoperation.¿ additionally, the IFU states ¿for type b dissections, the gore® tag® conformable thoracic stent graft is designed to treat proximal aortic neck diameters no smaller than 16 mm and no larger than 42 mm and proximal landing zone lengths of = 20 mm proximal to the primary entry tear, where the proximal extent of the intended landing zone is not dissected. Additional proximal landing zone length may be gained by covering the left subclavian artery (with or without discretionary transposition or bypass) when necessary to optimize device fixation and maximize aortic landing zone length. These sizing measurements are critical to the performance of the endovascular repair.¿

Event description:
On (B)(6) 2020, the patient underwent emergency endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system for type b aortic dissection. The patient tolerated the procedure. A small proximal type I endoleak was reportedly observed immediately after the procedure. The physician continued to monitor the patient. On (B)(6) 2021, the patient underwent reintervention to treat the unresolved type I endoleak. An additional stent graft was deployed to extend the device proximally. The endoleak was resolved and the patient tolerated the procedure. The physician stated that an inadequate landing zone at the time of the initial procedure may have contributed to this event (measurement not available).